Event description:
The device was returned as a repair due to the hold button not working. However, it was forwarded to pir coordinator on 10/05/2007, when it did not meet specifications for volume testing.

Manufacturer narrative:
B. Braun service investigation results: the low volume was found to be due to sticking in the petal module assembly. The petal assembly was replaced.